Manufacturer narrative:
Visual inspection of the returned device revealed that there was no saline in the balloon. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and resulting in the balloon pulling through the arteriotomy. The balloon was inflated with fluid and verified in a go/no go gauge to be within specification. Based on the information provided and the investigation performed, the root cause of the balloon pull through may have been due to failure to purge the device of air during prep. The review of the lhr (f1434003) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: when the balloon was at the arteriotomy during the deployment (2nd stop), it either ruptured or was pulled through the arteriotomy, pulling the device and sheath out of the vessel and out of the patient. Converted to manual compression and hemostasis was achieved with approximately 15 minutes of compression. The patient was not hospitalized. They were discharged the same day. Case was arterial, diagnostic coronary, 6f sheath.